Event description:
The product was evaluated. An external visual inspection was performed and no damage was observed. Internal visual inspection was performed and failed due to needle is missing. The allegation was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm on 02-15-2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.